Manufacturer narrative:
The pump passed displacement test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history file noted during testing. However, the pump was unable to vibrate during self test. There were no unexpected pump errors/alarms noted 2 days prior to the event date 12-aug-2023 in the formatted history file. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly. Slight corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and motor assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued self test. The pump successfully vibrate during the self test. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Vibrate anomaly was confirmed due to corrosion on the vibrator assembly. During visual inspection, slight corrosion was also found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump vibrate was not working. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.